Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2017-01691. It was reported the patient experienced ineffective stimulation with her scs system. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the physician repositioned one lead from the epidural space and placed it in the patient's right groin area. Postoperatively, effective stimulation was restored to both leads and the issue resolved.